Event description:
The customer contact reported the device did not deliver a dose when the pt pendant was pressed. The pump was returned to the central supply department with an unsigned note that stated, "demand button does not work." No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.(B)(4).